Manufacturer narrative:
A visual examination of the returned device found the stent was fully mounted; however the distal stent loops were partially deployed by approximately 2mm. The deployment suture thread was broken at the distal end of the stent and also where it attaches to the finger ring. The deployment suture thread along the crocheted stitches was bleached in appearance. An attempt to further deploy the stent failed as the deployment suture thread seemed to disintegrate as it was being retracted. The deployment suture thread appeared weakened possibly due to the fact that it came in contact with a substance which bleached its appearance. The most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the bronchial tube of patient on (B)(6), 2010. According to the complainant, the patient's anatomy was mildly tortuous; however no dilatation was performed prior to stent placement. During the bronchial stenting procedure, resistance was encountered during deployment. As a result, the physician was unable to deploy the stent. It was reported that there was no visible damage to any part of the device. The device was removed from the patient without issue. The procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Based on investigation findings of stent partially deployed and deployment suture broken, this event is now deemed reportable.